Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath identified no abnormalities or defects that could have contributed to the reported allegation. The sheath performed as intended during leak testing; therefore, the root cause of the complaint could not be confirmed. A device history record (DHR) review was performed and there was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. A risk review was performed referencing a leak on the device. The maximum severity associated with this event is a 2 based on the information provided within the event description, as additional intervention (sheath replacement) was required to complete the procedure. Labeling review confirmed that there is no evidence this device was used in a manner inconsistent with the labeled indications. With all the information available, the "no problem detected" conclusion code was selected for the allegation of "visible air/bubbles" as analysis did not find any abnormalities or defects that could have contributed to the reported complaint.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that the sheath had poor air tightness. No patient complications were reported. No further information was provided. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that the sheath had poor air tightness. No patient complications were reported. No further information was provided.